Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device identified the glass cap exhibits moderate devitrification at output window and the metal cap exhibited severe charred detritus adhesion on surface. It was noted that the glass cap rotated and moved independently within the metal cap. The glass tip protruded further out of the metal cap than intended. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical or procedural factors, such as prolonged tissue contact would limit the performance of the fiber and cause reduced vaporization efficiency. The fiber was tested with hene (helium-neon) laser fixture, the testing conducted did not show signs of breakage along the length of the fiber. The aim beam is present at fiber output window as intended. The connector cone, segments, and tabs appear in good condition. The control knob is attached and aligned with the fiber and can rotate the fiber. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glue failure likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that where there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber physically broke inside the patient. The tip of the fiber did not come off. The fiber was in good condition after unpacking and preparation. Another fiber was used to complete the procedure with no clinical consequences to the patient.

Event description:
It was reported that the fiber physically broke inside the patient. The tip of the fiber did not come off. The fiber was in good condition after unpacking and preparation. Another fiber was used to complete the procedure with no clinical consequences to the patient.